Manufacturer narrative:
(B)(4). The lot 13k003 was manufactured on october 3, 2013 to october 4, 2013. The affected device was received for evaluation against the reported condition. Visual inspection on the device via the naked eye noted the tubing had been broken off from its distal luer lock. The direct cause of leakage could not be determined with the provided information. Based on the findings, the reported leak problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had ¿broken tubing at distal end area.¿ it was not specified when in the process this was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.this is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Since the device was not returned in its original packaging, the cause of the reported condition (broken tubing) was unable to be determined. The condition was previously referenced as a leak and that information is to be disregarded. Should additional relevant information become available, a supplemental report will be submitted.